Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606150j port & catheter, implanted, subcutaneous, intravascular allegedly experienced fluid leak, fracture, naturally worn and contamination during use. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.

Manufacturer narrative:
H10: the complaint was reassessed for reportability and determined to be reportable as a serious injury is reported under emdr number 3006260740-2020-03599. H10: as the lot number for the device was not provided, a lot history review was not performed. The device was returned to the manufacturer for evaluation, however photo was provided and reviewed. The investigation is confirmed for the reported fluid leak, fracture, naturally worn and contamination. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2. H10: g4, h6 (device: 1120). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review was not performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported fluid leak and fracture. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606150j port & catheter, implanted, subcutaneous, intravascular allegedly experienced fluid leak and fracture. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.